Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle acetabular cup, size 54 mm, a pinnacle metal insert, neutral 36 mm x 54 mm, a summit tapered hip stem, sz 7 standard offset, and a metal on metal femoral head, 36 mm, +1.5. On (B)(6) 2006, I underwent a right total hip arthroplasty procedure, I received a depuy pinnacle acetabular cup, size 54 mm, a pinnacle metal insert, neutral 36 mm x 54 mm, a summit tapered hip stem, sz 7 standard offset, and a metal on metal femoral head, 36 mm, +5. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my ...